Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the rotations per minute (rpms) was below specification and the power was too low on motor device. It was further determined that the device was too loud and "hose seal". It was further determined during the pre-repair diagnostics that the device failed for outer hose inspection, sound and for rotations per minute (rpms). It was noted on the service order that the drill looked like the connector was pulled from the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.